Event description:
On 4 march 2009, the surgeon's clinical coordinator reported: in 2008, the pt underwent an initial lumbar fusion with laminectomy on l5-s1. Eleven days later, the pt was seen for a wound check and he was improving. At the six week follow-up in late 2008, the pt continued to have back pain, bladder incontinence was improving but there continued to be some urinary urgency. The same day, x-ray showed grade 1-2 spondylolisthesis with weakened structure, and construct slippage. In early 2009, the pt complained of continued back pain and was prescribed a medrol dose pack. Seventeen days later, a CT myelogram showed two incompass screws at l5-s1 were broken. Additional info received from the sales representative approx two months later: three days prior, the pt underwent revision surgery to remove the broken incompass polyaxial screws and construct. The two incompass screws at s1 were broken at the point where the screw interfaces with the bone. The surgeon was able to use a drill bit and cut a grove into the screws and back them out. No fusion had occurred after the initial surgery. Another construct was put in place from l4-s1 using zimmer optima screws. The surgeon was able to pull back and better realign the pt's spondylolisthesis.

Manufacturer narrative:
The product will not be returned. The screws will not be returned as the pt requested to have them after the surgery. Device manufacture date is unk. Eval is pending.